Event description:
It was reported via a trial that during the index procedure of the predilated target lesion located in the mid left anterior descending artery (lad) a 3.5 x 28 mm promus stent was placed. Post procedure the patient experienced substernal chest pain. Angiography showed a subtotal to total occlusion at the distal portion of the previously placed stent with timi 1 flow. This was reported by the site as a stent thrombosis. Treatment of this event consisted of target vessel/target lesion revascularization consisted of balloon angioplasty and placement of a 3.0 x 18 mm promus stent in the mid lad. Residual stenosis was 0% and there was a return of timi 3 flow. An electrocardiogram(ECG) demonstrated anterior st elevation. Cardiac enzyme elevation was consistent with protocol and myocardial infarct (mi). The patient was emergently transferred back to the cardiac catheterization lab. The event resolved without residual effects on (B)(6) 2009. There was no additional information provided. You are receiving this report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and thrombosis are listed in the products instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Manufacturer narrative:
(B)(4). The reported patient effect of occlusion is listed in the products instruction for use.

Event description:
It was reported that the stent would not deploy. No patient effects were reported. No additional information was provided. Device analysis identified that the stent was returned dislodged and the balloon and inner member were separated at the proximal seal. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.